Event description:
It was reported that prior to the procedure, two probes had punctured through the packaging and compromised the sterility. Another probe was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The lot number for the device was provided. The investigation is currently underway.